Event description:
Journal reference: pena e, pastor j, hernando v, et al. Skin erosion over implants in deep brain stimulation patients. Stereotact funct neurosurg 2008;86(2):120-126. We analyzed factors associated with skin erosion in patients treated with deep brain stimulation (kinetra or soletra) for parkinson's (pd) or other diseases. Some patients developed erosion, all of whom were pd patients who had been fitted with a kinetra device. Erosions may be due to an increased pressure over the skin resulting from the larger size and weight of the kinetra device. Reportable event: a male pt with parkinson's disease was implanted with a kinetra and a unilateral right side lead. At 10 months post, the pt developed erosion in the skin over the ipg pocket, along with infection. Recurrence of erosion did occur, the entire stimulation system was removed.